Manufacturer narrative:
A philips remote service engineer (rse) reached out to the customer who stated that service was no longer required. The customer resolved the issue by changing sound setting from iso which is european to traditional. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that there was no red or yellow alarms coming to the central station. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.